Manufacturer narrative:
The investigation is ongoing.

Event description:
At the end of a transfemoral tavr procedure, there was a considerable amount of resistance while pulling the delivery system through the esheath. The delivery system was removed through the hemostatic seals of the sheath along with the guidewire and the entire delivery system balloon at the proximal attachment point of the balloon. The physician confirmed with fluoroscopy that the delivery system components that were torn from the balloon catheter shaft were contained within the esheath, just distal to the hemostatic seals. The delivery system balloon was removed from the sheath. After removal of the esheath, a liner tear was noted. Additionally, a dissection was noted in the common femoral artery and a 11x5 viabahn covered stent placed. Final runoff angio revealed brisk flow. The patient left the room in stable condition.

Manufacturer narrative:
Related manufacturer report no: 2015691-2015-02462. The esheath was returned to edwards lifesciences for evaluation. Upon visual inspection of the esheath, a liner tear was confirmed along the entire length of the sheath shaft and longitudinal scratches along the length of the sheath shaft were observed. However, no manufacturing non-conformances were identified based on visual inspection. The esheath liner thickness measurements were taken and found to meet specification. Due to the state of the device (used, fully expanded, and liner torn), no relevant functional analysis of the esheath liner tear were possible. Available information suggests that the liner tear likely occurred as a result of retrieval difficulties. Remaining fluid in the balloon can prevent the balloon from achieving the lowest deflated profile creating difficulty in retrieval of the system, thus leading to the liner tear. Non-axial alignment during retrieval is a procedural factor that could also potentially contribute to this issue. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. Based on the available information, device manipulation, along with access vessel calcification/tortuosity, not appreciable on imaging, may have contributed to the femoral artery dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.